Manufacturer narrative:
(B)(4).

Event description:
The catheter was placed in the patient, but the user had issues trying to flush it. The catheter was removed and the tip was "rounded and crashed". No patient harm reported. It was reported the patient "continue in ICU with treatment" at the time of this report.

Manufacturer narrative:
(B)(4), the customer returned one 2-l cvc catheter for analysis. No definite signs of use were observed. Visual inspection revealed that the catheter tip was misshapen. The tip was bent towards one direction. Based on the damage observed, the catheter would not have been able to be initially inserted if the damage was present prior to use. The overall length of the catheter body measured 5 2/16 which is within specification limits of 4 13/16" - 5 3/16" per catheter product graphic. The outer diameter of the catheter body measured 0.054", which is within the specification limits of 0.054-0.058" per catheter extrusion graphic. The catheter was functionally tested per the instructions-for-use (IFU). The IFU states, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The catheter was connected to a lab inventory syringe. Both distal and proximal extension lines flushed as intended. No leaks or blocks were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of a damaged catheter tip was confirmed by a complaint investigation of the returned sample. Visual examination revealed that the tip of the returned catheter was misshapen. Based on the damage observed, the catheter would not have been able to be initially inserted if the damage was present prior to use. A device history record review was performed based on a potential lot identified from a sales history review, and no relevant findings were identified. Based on the customer description that the damage occurred during use and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The catheter was placed in the patient, but the user had issues trying to flush it. The catheter was removed and the tip was "rounded and crashed". No patient harm reported. It was reported the patient "continue in ICU with treatment" at the time of this report.

Event description:
The catheter was placed in the patient, but the user had issues trying to flush it. The catheter was removed and the tip was "rounded and crashed". No patient harm reported. It was reported the patient "continue in ICU with treatment" at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The complaint of catheter tip damaged was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report of catheter tip damaged during use was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on the potential lot with no relevant findings identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The catheter was placed in the patient, but the user had issues trying to flush it. The catheter was removed and the tip was "rounded and crashed". No patient harm reported. It was reported the patient "continue in ICU with treatment" at the time of this report.